Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was noted to have entered safety mode. Phrenic nerve stimulation was reported due to the back-up pacing while in safety mode (vvi at 5.0 v with a pulse width of 1.0 ms). Subsequently there was concern that the device did not provide adequate pacing support due to pacing pauses of approximately eight seconds, and it was reported that the patient experienced syncope, cardiac arrest, and resuscitation was required. An emergency procedure was performed to place an external stimulation lead, and the device was explanted and replaced to resolve the event. The patient is stable. The device was received for analysis.